Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was having issues. The customer reported that the insulin pump had red symbol and received multiple error alarms. The customer reported that the blood glucose was unknown at the time of call. The customer reported that he was able to complete the rewind on the insulin pump. Troubleshooting was performed. The customer reported that he treated the blood glucose of 16 mmol/l to 18 mmol/l with insulin pump. The customer reported that the insulin pump was overheating. The customer was advised to change the battery in the insulin pump. The customer reported there was no damage to the insulin pump. The customer was advised to monitor the pump. Insulin pump will not return for analysis.